Event description:
It was reported that the patient experienced unspecified issues with an artificial urinary sphincter (aus). A new aus was implanted. No patient complications were reported in relation to this event. Additional information was requested and will be provided as it becomes available.